Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episode of ams via merlin.net transmission due to far-r oversensing. Programming changes were recommended. The patient will be brought into the clinic for further testing. Further actions will be discussed with the physician. No more information is available at this moment.